Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test, and self test. Test p-cap locked properly into the reservoir compartment. No insulin pump error 53 alarms were noted during testing. Successfully downloaded insulin pump history files and traces using thump software. Insulin pump alarmed a insulin pump error 53 on the event date of (B)(6) 2022 at 05:46:58.000 or 5:46:58 am (file number 632, line number 5706, esf #: 3764387) a possible hardware error. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. However moisture damage was confirmed isolated to the battery tube. The following were also noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, label damage, and corroded battery tube. Insulin pump error 53 was confirmed in the insulin pump history files and traces on the event date of (B)(6) 2022 at 05:46:58.000 or 5:46:58 am (file number 632, line number 5706, esf #: 3764387) problem isolated to the electronic assembly. Moisture damage was confirmed found isolated to the battery tube. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that that the insulin pump had pump error alarm. Customer was able to clear the alarm and able to complete rewind. Fill cannula was not recorded in daily history. No harm requiring medical intervention was reported. The insulin pump was returned for the analysis.